Manufacturer narrative:
Updated fields: d1, d2a, d4 (catalog number), d9, g3, g6, h2, h3, h6, h11. The xxx-pessary ring was not returned for evaluation after three good-faith-effort attempts have been made to retrieve the product; therefore, an evaluation of the device could not be performed. The device history record (DHR) was not reviewed because no product identification or lot number was available. "This issue may be the result of a silicone allergy. Per the general pessary information for use (IFU), surg-IFU-pess, do not use these pessaries on a patient with a known silicone allergy. Additionally, within 24 to 48 hours, be sure the patient is not allergic to the pessary. Examine the vagina and ask the patient if there has been any discomfort, irritation, pressure, sensitivity, or unusual vaginal discharge. Also, determine if there has been any improvement in her personal symptoms." The definitive root cause cannot be determined. The issue of itching may be the result of an allergic reaction to silicone. Reference the product IFU. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation will be performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that a patient had an unknown jarit (pessary ring) in place and "she is itching all over her body, but there are no rashes." No death, injury, or surgical delay has been reported.